Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Distributor reported "implants ruptured." And "feel like moveable when press at lower pole." The device was explanted. This record is for the right side.

Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified brown particles, curved opening, and flat creases. A weight test of the explanted material was performed and it was found to be within specification. Microscopic analysis of the return device identified a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage.

Event description:
Distributor reported "implants ruptured." And "feel like moveable when press at lower pole." The device was explanted. This record is for the right side.